Event description:
On 25-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing-tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was in the office, his blood glucose level was rising when he noticed that the infusion set's tubing had broken off at the tubing connector. The site location was patient's buttock and the pump was worn on the right side in relation to the site. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, the patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while he was in the office, his blood glucose level was rising when he noticed that the infusion set's tubing had broken off at the tubing connector. The site location was patient's buttock and the pump was worn on the right side in relation to the site. The infusion had been in use for two days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, the patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.